Manufacturer narrative:
During a follow-up with tandem technical support, the customer stated that they are no longer receiving inaccurate fill estimates. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer declined to reload the cartridge while troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.